Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found with scratches on the top of the front and rear housings and the rear housing was cracked near the ac and rd connectors. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. The reported "failed volume test" (accuracy) problem was duplicated. According to the investigation accuracy testing gave results of -5.85%, -5.75%, and -4.34% which were all outside the internal production spec of +/-3.0%, but within the commercial published spec of +/-6.0%. According to the investigation the pump expulsor was out of calibration which caused the reported problem. Since the unit was under infusing, the expulsor will be replaced and recalibrated to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy plus pump, the pump failed volume testing. Reported no patient involvement. No reported adverse effects.